Event description:
Customer reported generation of erroneous low/negative patient results for multiple analytes which includes crp (c-reactive protein), etoh (ethanol), and tbil (total bilirubin) on the au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics and the exact number patient samples affected is unknown. The customer provided two (2) verbal examples of the false patient results.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the au680 clinical chemistry analyzer. The failure mode was determined to be due to faulty r1 syringe. The customer replaced the reagent (r1) syringe to resolve the issue. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).